Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Bbmi has received correspondence from a customer detailing challenges they are encountering with the infusomat space infusion pumps and sets. The customer indicates that the issues experienced by the medical staff while using bbmi infusomat pumps and sets are causing disruptions in the administration of critical medications resulting in adverse events. In this specific event, the impact was temporary and there were no immediate interventions necessary. As such, the event does not qualify as an adverse event or serious injury. However, special considerations are being made due to increased difficulties the customer has communicated and is experiencing. Therefore, bbmi will report this event as a product problem for this instance only. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 490100, lot unknown) was being used to administer norepinephrine on (B)(6) 2024. The patient was transported back to the intensive care unit (ICU) from the cath lab, blood began backing up into the central line IV norepinephrine tubing. Upon visual inspection, blood was backed up halfway to the pump, and a hole was seen in the tubing. Vasopressin was increased to support blood pressure (bp), and clinical nurse (cn) was called to prepare a new drip and program a new IV pump. Mean arterial pressure (map) decreased to the 40 s, and calcium chloride IV was given. Norepinephrine drip restarted and bp slowly improved.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. The reported defect was unable to be confirmed. The root cause of the reported incident was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.